Manufacturer narrative:
Trackwise#: (B)(4). CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.¿

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. E1 event site name due to character limitations virtua our lady of lourdes hosp h3 other text : device discarded

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 was barely used and the c-ring was bent. They were having trouble lining up the hp device with the c-ring and there was a lot of interference between the two. Another harvester stepped in and took over the branch ligation and felt that there was something different with the cannula and hp. They removed the device from the leg and saw that the c-ring was bent up and came out very close to the hp device. They finished the case with a new kit. There was no overall procedural delay. There were no patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "2981" to "2976". The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. A lot history record review was completed for lots 3000379282 , 3000379691, and 3000378079 the last 3 lots shipped to the account prior to the event/aware date. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.